Event description:
It was reported that on the first day of pump use, the device delivered approximately 6 units for a usual lunch, after which the patient experienced hyperglycemia and later inadvertently dislodged the infusion set, resulting in about 45 minutes without insulin before reconnection; the cgm showed a peak glucose of 366 mg/dl and later trended down after reconnection. Symptoms included elevated blood glucose without reported acute systemic symptoms. Outcomes included no medical intervention, no backup therapy, no ketone testing, and no hospitalization. Investigation included troubleshooting and education with follow-up communication, during which glucose values declined from the 300s to approximately 230 mg/dl, and the patient reported that the site did not appear to be the cause after reconnection. Investigation of this case revealed no alarms or device alerts, with the event characterized by hyperglycemia of unclear cause in the setting of initial mealtime dosing adaptation and a temporary interruption of insulin due to a dislodged infusion set. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.